Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. The customer's blood glucose level ranged between 205-323 mg/dl. Multiple system checks were performed and found the occlusions to be within the infusion set tubing. After infusion set tubing changes, additional occlusion alarms occurred. A cartridge change was performed resolving the occlusions.